Event description:
The info received states: the product had been in use in a pt. It broke. An attempt was made to repair, and it (the repair kit) broke the catheter. Removal using a wire was attempted: this was unsuccessful. Surgical intervention was carried out to remove the remainder of the catheter. This was successful and the pt is fine. The catheter may have been discarded.